Manufacturer narrative:
A beckman coulter field service engineer (fse) inspected the system and identified the probable cause of the failure was hardware malfunction. The fse swapped the sample probe with the inner sample probe from another instrument and replaced the ise tubing to resolve the issue. Section a2, a4 and a5: information was not provided. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported that they intermittently obtained erratic ion selective electrodes (ise) patient results on their au5800 clinical chemistry analyzer (pn b96698, sn (B)(6). There was no report of death, serious injuries, or delays/changes in treatment due to this event. The customer did not provide patient data and / or patient demographics.